Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose se device achieved hemostasis of the right common femoral artery after a diagnostic procedure. Reportedly, the clip did deploy; however, there was difficulty in removing the device. The access ports were accessed using a dilator to release the locking mechanisms and the device was removed. Hemostasis was achieved with the clip. Oozing was noted at the access site after the device was removed. After approx 30 seconds of massaging the oozing stopped. There was also difficulty placing the 6fr sheath in the target groin due to significant scarring. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.